Event description:
A report was received that there was a dislodged contact when the old lead was being replaced. The dislodged contact was removed from the patient¿s body. No device malfunction was suspected.

Event description:
A report was received that there was a dislodged contact when the old lead was being replaced. The dislodged contact was removed from the patient¿s body.

Event description:
A report was received that there was a dislodged contact when the old lead was being replaced. The dislodged contact was removed from the patient¿s body. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the lead contact was dislodged before the revision. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient's lead sc-8216-70 sn (B)(4) was explanted due to failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan¿ surgical lead, 70cm. Model #: sc-8216-50, serial/lot #: (B)(4), description: artisan¿ surgical lead, 50cm.